Event description:
It was reported the patient presented for implant procedure. During the procedure, it was discovered the implantable cardioverter defibrillator (ICD) exhibited a cloudy header. The physician elected to complete the procedure with a different ICD. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received noted there were no patient consequences.

Manufacturer narrative:
The reported event of product quality problem was confirmed. The device with voltage above elective replacement indicator (eri) was returned in one piece for analysis. Visual inspection revealed cloudy header anomaly. Assessment of total projected longevity, electrical and mechanical tests, and output verification were normal with no other anomalies found.